Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: the device was returned and analyzed. No anomalies were found, it was noted that the returned device indicated a damaged grommet, a loose/detached set screw, and the set screw was found in the connector bore. (B)(4).

Event description:
It was reported that during the implant procedure, the setscrew of the device was unable to be engaged. It was suspected that the setscrew was missing. The device was not used, and a different device was implanted. No patient complications have been reported as a result of this event.